Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during dwell 1. The cat chewed a hole in the line and they needed to start over. The baxter technical service representative (tsr) explained all new supplies must be used. The tsr assisted them to end therapy. The home patient (hp) already told the nurse who was there. The call completed and new supplies would be used. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2012 in regards to a hole that the patient's cat had chewed in the line and she said she had just seen the patient today. She said the patient was doing fine and has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the reported problem was confirmed based on the customer's report. The root cause was animal damage, since the nurse reported a cat chewing on the line. The label review found the labeling adequate for the use error in this report.